Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification which revealed a torn pouch (hole near the pouch seal). Functional testing included clear passage, clamp function, and leak testing. All functional testing was performed with no issues noted. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of event was (B)(6) 2016. The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a y-set was damaged. This was found before use. The product was replaced. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.